Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign liquid was found in the bd vacutainer® k3e plus blood collection tube during use, but "there was still blood taken in the tube". The following information was provided by the initial reporter, translated from (B)(6) to english: a doctor has a tube in the lab, that according to the first impression was already filled with another liquid. Unfortunately, the doctor is unavailable before creating this complaint. There was still blood taken in the tube.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm in tube with the incident lot was observed, however it is not possible to identify the fm, as sample was not provided. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a foreign liquid was found in the bd vacutainer® k3e plus blood collection tube during use, but "there was still blood taken in the tube". The following information was provided by the initial reporter, translated from german to english: a doctor has a tube in the lab, that according to the first impression was already filled with another liquid. Unfortunately, the doctor is unavailable before creating this complaint. There was still blood taken in the tube.